Manufacturer narrative:
H10: one partial sample was received for evaluation. A visual inspection revealed that the female connector and mainbody portion of the twist clamp of the transfer set were not returned for evaluation. Therefore, no additional testing could be performed. The reported condition could not be verified on the returned sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set ¿came apart¿. The event was further described as ¿the white, light blue and dark blue pieces all came off as one piece exposing the tubing¿. This was observed during set up of the device for peritoneal dialysis therapy. The transfer set was in use for approximately one (1) month and was replaced as a result of this issue. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.